Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the aux drawer 6.1 was off the bus. A field service engineer (fse) reseated the rowboard cables and retractor bands for both drawers 6.1 and 6.2. Then powered the station up but the drawer 6 was not found. So, the fse tested the drawer boards with digital meter, and both tested good. Further the fse replaced the modular controller board and updated the firmware in diagnostics. Then tested both the drawers in diagnostics as well and removed debris that was found under the pockets. After that the tests were successful and the customer was able to access multiple medications in both drawers. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary system had failed drawer. The customer reported that this malfunction occurred during the dispensing of medication, resulting a delay. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Initial reporter facility name: (B)(6).

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary system had failed drawer. The customer reported that this malfunction occurred during the dispensing of medication, resulting a delay. There were no adverse events or injuries reported based on this event.